Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvederm vista voluma xc in the temple and upper center of cheek. The hcp also injected the patient with 1ml of juvederm vista volift xc in the nasolabial fold. About 2 years and 9 months later, the patient was injected in the ¿whole face¿ with 6ml of jubeck and in the base of the sulcus, nasolabial sulcus with 6ml of jubeck. About 3 years and 7 months later, from the initial injections the patient experienced ¿the characteristics of bicross material may make it more susceptible to foreign body reactions and delayed foreign body granuloma/ lumps were noticed under the eye.¿ about three months later, the ¿lump under the left eye was as hard as a rock and it was determined that it needed to be dissolved immediately.¿ there were also lumps on the temple, in the nasolabial fold, and under the corners of the mouth. The patient was also treated with 1650u of hyaluronider (dissolving 1a1500u in 10ml), lumps on the temple, under the eye, in the nasolabial fold, and under the corners of the mouth were dissolved. Prescribed prednisolone for 11 days. (Take 5 tablets of prednisolone 5mg/day for 6 days, then take 4 tablets of prednisolone 5mg/day for 5 days. About eleven days later, the hpc re-examined the patient and the ¿lump has shrunk but is still there. Additional dissolution and prednisolone were also instructed to continue. Prednisolone was prescribed for 11 days. (4 tablets of prednisolone 5mg per day for 2 days, followed by 3 tablets of prednisolone 5mg per day for 9 days. 300u of hyaluronidase (1a1500u dissolved in 10ml) was used to dissolve the lumps under the eyes, in the nasolabial folds, and under the corners of the mouth. Ten days later, the patient was treated again ¿dissolved twice, and the lump seemed to have shrunk. Hyaluronic acid did not dissolve, so prednisolone was reduced in dosage and continued. Prednisolone was prescribed for 14 days. (Two tablets of prednisolone 5mg per day were taken for eight days, followed by one tablet of prednisolone 5mg per day for six days).¿ the patient had another re-examination and the ¿lump under the eye is still a little bothersome. Other than that, the lumps are no longer a concern. Hyaluronider 150u (1a1500u dissolved in 10ml) was used to dissolve the area under both eyes. Prednisolone was prescribed for 14 days. (Take 1 tablet of 5mg prednisolone per day for 14 days.) The patient has been taking prednisolone for 50 days since her first visit.¿